Event description:
Spontaneous call from patient calling to inform pharmacy that her cadd legacy pump serial number (B)(4) and (B)(4) both showed no disposable, clamp tubing. She stated she keeps going back and forth with the pumps but after a few hours the msg pops up again. Tubing lot number is 4163596. Advised she should switch out the tubing as it could be an issue with the tubing. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes; did we [MFR] replace device? Yes. Did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. Reported to (B)(6) by pt/caregiver.